Event description:
Customer reported device = 569 mg/dl. Ambulance was called. Paramedics device = 213 mg/dl. No treatment was administered. Customer gave themselves more insulin. Paramedics requested customer be taken to the hospital, however customer refused. No controls were used. A request was made for return product and replacement product was sent.